Manufacturer narrative:
The suspect uninterruptible power supply (ups) was returned to the manufacturer for evaluation. Testing found that the original batteries would not hold a charge and failed load testing. When new batteries were installed, the unit functioned as designed. Indicating an electrical failure mode.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The rep replaced fuses and uninterruptible power supply (ups). The rep invalidate home procedure, and rad/fluoro calibrations were performed. System functions, 2d and 3d imaging were tested. The imaging system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the viewing station of the imaging system would not power on. No additional information was provided. There was no patient present when this issue was identified.